Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd safetyglide needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
One photo was received and evaluated. A single loose shielded orange hub safetyglide needle was observed in a person¿s hand. The hub appeared to have a small black speck on the inside of the outer edge. However, based on the quality of the photo it was neither possible to evaluate the speck¿s size nor whether it was embedded or loose. If the speck was loose it could potentially be in the fluid path after needle to syringe assembly. That would not be the case for embedded foreign matter. Further evaluation was not possible and the nature of the foreign matter could not be determined based on the available information. A review of the device history record revealed no irregularities during the manufacture of the reported lot.